Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the vitrectomy doesn't cut. Surgical timing and pt involvement have not been provided. Add'l info has been requested, but none has been received to date.